Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal stricture dilation procedure performed on (B)(6) 2024. During the procedure, the balloon was able to be inflated but deflation could not be done. Due to inability to deflate, after removal from the patient along with the endoscope, attempts to deflate it outside the patient were unsuccessful, so the contrast agent in the balloon was deflated by force by gripping the balloon portion by hand and then forcefully removing it from the endoscope without being able to be fully deflated. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a140101 captures the reportable event of balloon failure to deflate. Block h10: the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the device had no damages. Functional testing was performed, and the balloon was inflated and deflated correctly. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon failure to deflate could not be confirmed. No damages were found on the returned balloon, and it inflated and deflated properly during functional testing. Therefore, the most probable root cause is no problem detected.

Manufacturer narrative:
Block h6: imdrf code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal stricture dilation procedure performed on (B)(6) 2024. During the procedure, the balloon was able to be inflated but deflation could not be done. Due to inability to deflate, after removal from the patient along with the endoscope, attempts to deflate it outside the patient were unsuccessful, so the contrast agent in the balloon was deflated by force by gripping the balloon portion by hand and then forcefully removing it from the endoscope without being able to be fully deflated. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.